Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer's doctor stated that the insulin pump had failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.